Event description:
Same case as MDR 6000089-2006-00337, and -00339. 522 days after a coronarartery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the proximal left anterior descending artery (lad) to alleviate diffuse in-stent restenosis. The index procedure treated one target lesion for in-stent restenosis. Target lesion 1 was an ostial 3.5mm vessel diameter, 90% stenosed region of the 1st diagonal artery. The lesion was 32.0mm in length. The physician direct stented the lesion with 3 overlapping taxus express2 8.8% drug eluting stents. With the taxus stents placed a 3.0x24mm, a 3.5x24mm, and a 3.0x12mm. A distal grade b dissection was listed as a procedural complication. 2.5x24mm. Residual stenosis after post dilation was 0%. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the proximal lad 522 days post index procedure. The physician treated in the target vessel. In the opinion of the physician there was a probably relationship between the tvr and the taxus stents. The patient was dischargeed 1 day post tvr in satisfactory/good condition. V// /[---------------------------